Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose readings at the time of the incident were 43 mg/dl and 48 mg/dl. Customer was treated with orange juice and white bread for low blood glucose. Customer was using the auto mode. The insulin pump will not be returned for analysis.